Manufacturer narrative:
Unknown.

Event description:
A customer in (B)(6) reported an external blood leak on a prisma m100 pre set ckt during treatment coming from the support plate. Reportedly, no alarm was triggered. The blood in the extracorporeal circuit was returned to the patient.